Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The customer advised that the spo2 measurements taking up to 30 seconds to be displayed. The customer could not provide any part information for the accessories being used but stated that he believed their facility likely used the initial philips accessories that accompanied their new equipment but typically used 3rd party accessories going forward. It was also mentioned that it is understood that other factors such as patient movement could also contribute to the results seen. The rse reviewed the instructions for use (IFU) guide with customer and discussed the spo2 sensitivity mode (this setting determines how quickly the monitor reports changes in spo2 values by controlling the averaging algorithm used to calculate the spo2 value - slow - every 20 seconds, normal - every 10 seconds, fast - every 5 seconds, not to be used typically, to be used for special applications such as sleep studies). The customer advised that the monitor's sensitivity mode was set to normal. The rse advised the customer that the use of 3rd party accessories with the philips monitors was not supported by philips and advised using philips approved accessories. The rse confirmed the information provided to the customer with a philips clinical support representative. The rse was advised to provide the customer the spo2 specifications in addition to the approved accessories. The customer declined receiving onsite service at this time but agreed to receive the documentation and would forward it to their nursing staff. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the use of unapproved accessories. The rse provided the customer the instructions for use guide with specific pieces of information pointed out.

Event description:
It was reported that the earlyvue vs30 was providing inaccurate spo2 results. The device was in use on a patient at the time of the event. There was no adverse event reported.